Manufacturer narrative:
Manufacturing and quality control data: the paedigav valve was manufactured by a qualified employee in august 2010. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The valve has a fixed pressure of 9 cmws in the horizontal position and 29 cmws in the vertical position. The valve was inspected as article fv274t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Description of incoming product condition: the valve was received submersed in an unidentified liquid in the return kit. Reason of complaint: suspicion of: occlusion. Patient information: age: 8 years. Weight: 0 kg. Height: 0 cm. Date of implantation: on (B)(6) 2018. Date of removal: on (B)(6) 2019. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: this is a fixed pressure valve. An adjustment test is not applicable. Braking force and brake function test: this is a fixed pressure valve. A braking force and brake function test is not applicable. Finally, we have dismantled the valve. At the grommet of the inlet side we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation the valve was shown to be permeable. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results received will be provided in a supplemental report.

Event description:
It was reported that there was a post-operative issue with the shunt system resulting in explant. A patient underwent a shunt implantation procedure on (B)(6) 2011. Due to suspected valve blockage, it was explanted on (B)(6) 2019. There are no patient complications or adverse sequelae reported. No additional information is available.